Event description:
Spontaneous report. Patient reports she was getting ready to switch to ms3 pump with serial number (B)(6) (due (B)(6) 2024) and the push rod wouldn't insert properly. After troubleshooting it herself (prior to calling emergency line), the pump displayed error message for her to call for service. She went back to her other pump (serial number (B)(6) , due (B)(6) 2024] and that pump initially had trouble with the push rod as well. She stated that she removed the battery and reinserted it and it was able to work again. No troubleshooting was done during the consult as the patient was able to get her infusing running with serial number (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? No. Did the reported product issue cause or contribute to patient or clinical injury? No, is the actual device available for investigation? Yes, upon patient return. Did we replace the device? Yes, both devices were replaced. Did the patient have backup device they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Pumps being replaced. Reported to (B)(6) by: patient/caregiver. Reference report: mw5154662.